Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the insertion site, with symptoms including soreness, pain, redness, swelling, and purulent discharge. The infection was confirmed by the hcp. According to the user, symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp was aware of the event, prescribed cephalexin antibiotics, and recommended sensor removal. Per dms, the user has not used the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an infection at the insertion site, with symptoms including soreness, pain, redness, swelling, and purulent discharge. The infection was confirmed by the hcp. According to the user, symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp was aware of the event, prescribed cephalexin antibiotics, and recommended sensor removal. Per dms, the user has not used the system since (B)(6) 2025.